Manufacturer narrative:
The pump was received with a cracked display window and a severely cracked/bleeding lcd glass. Unable to test for blank display due to severely cracked/bleeding lcd glass. Unable to download history files/traces using thump, perform the history review 1 week prior to the event date 29-sep-2025 in the pump history file or generate the power management graph severely cracked/bleeding lcd glass. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, torn serial number label, pillowing keypad overlay and stained keypad overlay. The customer applied adhesive to the back of the pump. Pump was cut open to perform visual inspection and found physically damaged pcba 1 and pcba 2. No damage noted on the force sensor. Force sensor zero offset within specification (22.4 mv). Cosmetic damage was confirmed at the front of the pump (display window) and at the lcd glass. Unable to perform the required tests for blank display due to severely cracked/bleeding lcd glass. Display anomaly-blank display unknown. During visual inspection found physically damaged pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the screen/display, and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.